Event description:
It was reported by service report that the footend will not go down. The bed was reported to be in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed out of calibration. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint system.